Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) recorded undersensing on this right atrial (ra) lead. The presenting electrogram (egm) showed a single atrial undersensed beat with appropriate sensing observed otherwise. The current sensitivity is programmed at maximum automatic gain control (agc) 0.15mv (millivolts). It was noted earlier this year the device recorded an alert for right atrial automatic threshold (raat) test suspension due to noise. The device transmission showed no evidence of noise. At this time, the device and lead remain in service. No adverse patient effects were reported.